Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device hadn't worked since 2020. Patient said they were getting up 4 times at night. Patient said the ins battery was dead. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the patient went to their healthcare provider (hcp) in january 2020. The hcp told the patient that their battery was dead and that it needs to be replaced. The patient also had to have back surgery with 8 screws holding it together. The patient could not do both. Covid hit and the patient went to see their hcp in 2021. The cause of the device not working was undetermined. The patient does not know why the battery went bad and they are not going to be put to sleep at the age of 84 to have it replaced. The patient will go another route. They also reported that they once went to florida and did not take battery device and had to go one week with their legs numb. The patient is going to leave it where it is because they were told they can not be put to sleep for surgery. Additional information was received from the patient. They reported that patient inquired about MRI compatibility. Caller stated that patient claimed they'd had the device for 20-30 years and the device stopped working for them so "right around 2000" they stopped using the device. Tss reviewed MRI compatibility. Additional information was received from the patient. When asked to clarify the statement regarding the device stopped working, they said there was a concern. When it was working, it went off and legs ached. When they were on flights, they would not let them take the device that turned off or down. They had to spend 2 weeks with leg ache. They stated this was with a [manufacturer] device. It kept going off when they went through electronic doors. They once forgot the device in florida and they had to go a week with numb legs. The cause of the device that stopped working was determined. They had back surgery in march and covid hit. The doctor had medical problems and they were going to have it removed. The issue was not yet resolved.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.